Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA. Literature title : femoral artery calcification as a determinant of success for percutaneous access for endovascular abdominal aortic aneurysm repair.na - attachment: [article e-29912 (4).pdf].

Manufacturer narrative:
The prostar xl device referenced is filed under a separate medwatch report number. Literature title : femoral artery calcification as a determinant of success for percutaneous access for endovascular abdominal aortic aneurysm repair. The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. The patient effects of hemorrhage, thrombosis, and tissue damage (vascular injury) are listed in the proglide instructions for use (IFU), as potential complications associated with the use of suture-mediated closure devices. In the absence of device returned for analysis a conclusive cause for the reported failure to achieve hemostasis, and device entrapment, failure to deploy, suture malposition could not be determined. The reported patient effects of hemorrhage, thrombosis, and tissue damage (vascular injury) are known inherent risk of the procedure. The subsequent treatment of additional therapy and surgical procedure appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported through a research article identifying proglide and prostar xl devices that may be related to failure to achieve hemostasis, suture entanglement, suture malposition and unspecified deployment issues. These malfunctions may result in tissue damage, balloon placement, surgical suturing, surgical patch angioplasty, thrombosis, artery repair, blood transfusion and an extended hospital stay. Specific patient information is documented as unknown. Details are listed in the article, titled "femoral artery calcification as a determinant of success for percutaneous access in endovascular abdominal aortic aneurysm repair".